Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. An incomplete connection is a use error that is a known cause of the reported issue. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) had a heater bag that became disconnected from the heater line during the fill. The technical service representative (tsr) assisted in ending the therapy. The tsr advised the hp to start over with new supplies. During the follow up, the caregiver (cg) stated that the separation happened because the hp did not have a lot of strength in their hands and they were not able to make the connection tight enough. The cg stated that they set up the hc with new supplies and were able to perform peritoneal dialysis (pd) therapy. There was no patient injury or adverse event associated with this report.